Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
When removing tampon noticed inner tube had somehow ended up being inserted along with the tampon - vagina [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. The inner tube had some how ended up being inserted along with the tampon. Caused discomfort [complication of device insertion]. Inner tube inserted along with tampon [device malfunction]. Case description: consumer contacted via e-mail and stated that as she was removing the tampon she noticed that the inner tube had somehow ended up being inserted with the tampon. No serious injury was reported.